Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during fill 5 of 5. The fill volume was 1230ml. The heater bag was empty and the final bag had solution. The technical service representative (tsr) assisted to bypassed to dwell, and advised to let the home patient's (hp) registered nurse (rn) know the hp ran short of solution. The hp then said that he had leak in the supply bag and had replaced it. The tsr explained and assisted to end therapy. The tsr advised to let the rn know the hp reconnected a supply bag. The hp would follow up with a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(4) 2012. He stated that the leak was coming from the bag port itself. No visible damage was noted where the leak originated. There were no samples available. He did not know the lot number, but stated that it was a 2.5% 5000ml bag. The care giver stated that she had spoken with the nurse about reconnecting bags, and she now understood that, that poses a contamination risk. Therapy since has been going well, and there were no adverse effects reported in relation to this event. No inadvertent exposure to the solution was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.